Event description:
It was reported that an occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined follow up from tandem technical support. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.